Manufacturer narrative:
The main component of the device system the relevant components include: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving dilaudid of an unknown concentration at an unknown dose via an implantable infusion pump for non-malignant pain. It was reported that during normal use the patient had drainage at the pump site. The physician thought it could be an infection or a cerebrospinal fluid (csf) leak. The patient was given rounds of antibiotics but the drainage continued. Both the pump and the catheter were explanted and were to be replaced in the future. There were no known environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.